Manufacturer narrative:
The returned device was evaluated. Visual inspection found the device had damaged shells. The device powered on and off using battery power. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audible alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the unit is reading 6 points higher than it should. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the unit is reading 6 points higher than it should. No patient impact or consequences were reported.